Event description:
It was reported that the handpiece ran in reverse when in the forward position. There was no pt involvement. There was no user injury or any adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported complaint was duplicated. Based on the investigation details, the likely cause was problems with the e-box, which was replaced along with other components.